Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Event description:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011". "On or about (B)(6) 2016 [pt] presented to hospital complaining of abdominal and back pain. There, [pt], underwent a CT scan, which indicated the ivc filter to be dislodged and potentially able to perforate through the vena cava nerve. It was then decided that the ivc filter must be removed." "On or about (B)(6) 2016, again, presented to hospital for the purpose of having the ivc filter removed from her vena cava. However, due to severe complications regarding the device during the removal, the ivc filter could only be partially removed. As a result of the attempted removal, [pt] suffered from a blot clot in the vena cava that extended down her right leg." Patient outcome: it is alleged that "[pt] suffered and will continue to suffer injuries of the personal and pecuniary nature."